Event description:
It was reported that the cartridge was damaged at the canister, interrupting insulin delivery. It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.